Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the g5 mobile cgm smartphone application displayed frozen egv readings for an extended period of time. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the application displaying frozen egv readings for an extended period of time could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that frozen egvs occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage was performed and failed at 0vdc. A review of the share logs was performed and no issues were found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.